Event description:
A radiolucent right angle drive was sent for eval because it was striping drill bits during a procedure. No metal shaving was reported, no adverse event was associated with the device. However, during performance testing, metal shaving was noted.